Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of an implantable pulse generator (ipg) was depleting faster than expected. It was also reported there were high thresholds on the right atrial (ra) lead. It was noted the patient is pacemaker dependent. The atrial capture management was set to monitor. The lead and device remain in use. No patient complications have been reported as a result of this event.